Event description:
A customer reported discrepant results when using vidas(tm) toxo igg ii (reference (B)(4)/lot ivd7002798). The reporter indicated that for two cases, the igm was (B)(6) and the igg titers were around (B)(4); however, the toxo avidity results were invalid. The igg titers were divided by (B)(4) to search for the dilution factor, but this factor was not sufficient; therefore, it was necessary to perform two more dilutions, 1:20 and 1:50, to obtain the toxo avidity. There was no patient impact based upon the discrepant results and the results were not communicated to a physician. The customer reported an unspecified delay in reporting results based upon the discrepancy. An internal biomerieux investigation will be initiated.

Manufacturer narrative:
A customer reported discrepant results when using vidas® toxo igg. An internal biomérieux investigation and CAPA were conducted. Conclusion of the CAPA on 10nov2016 indicated the difficulties observed while performing avidity are due to an underestimation of the igg titers prior to dilution. The root cause specifically concerned the internal control method and not the product itself. Sensitivity and specificity of the vidas® toxo igg assay are unchanged. Vidas® toxo igg assays meet the expected level of performances as described in the package insert. Some high igg titers may have been underestimated with the vidas® toxo igg; however, there was no risk of false negative results.